Manufacturer narrative:
Pending completion of device analysis and review of the device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report that a patient catheter was replaced. Cs reported that the physician performed a sideport study in which they were unable to aspirate from the catheter. The patient had previously reported an increase in pain. No falls or precipitating factors were noted. During the catheter replacement surgery, the physician reported that the catheter was broken above the anchor. This is the second catheter to break for this patient. Physician replaced catheter and pump with medtronic. The patient's pump was also explanted and a prime was initiated in which cs was able to visualize bead formation at regular intervals. Patient had a previous catheter replacement captured in MFR 3010079947-2021-00268.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Additional physical investigation was performed on the device, confirming one alleged issue but not confirming another. Two sections of catheter were returned, confirming the complaint regarding the breakage of the catheter. The cause of this breakage could not be determined through the investigation. One section of catheter was 25.5 cm long with no distal end. The second section of catheter was 14 cm long and was missing the distal end tip. Both sections of catheter were found to be patent with air and swi. The alleged issue of the physician being unable to aspirate from the catheter could not be confirmed, as the catheter was sent back in two pieces. As the catheter was sent back in two pieces, the ability to attempt to replicate the issue was limited. Per the instructions for use of the device, catheter fracture is a known possible risk of use of the device. Internal complaint number: (B)(4).